Event description:
Additional information received reported that the patient was having difficulty recharging, was only able to get 3-4 bars, had a charging time of 3-4 hours, and recharged 3-4 times per week. Her stimulation was on all the time (ons). The patient was given a new recharger with improved her recharging, and the patient stated she was happy and things were working well.

Event description:
It was reported that the patient's device had started switching itself off. The patient could not get above a 40% charge, even after 6 hours of charging. It was not possible to follow-up with the contact information provided, and no additional information was obtained.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The initial MDR was filed as MFR. Report # 3007566237-2012-01592. Additional review indicated the correct manufacturing site was site # (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the recharger model 37754, serial (B)(4), found no problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.